Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 2030404-2013-00122, 00124. At the conclusion of an atrial fibrillation ablation procedure, a pericardial effusion was noted. Near the end of the procedure, the anesthesia team found the patient to be increasingly hypotensive. An echocardiogram revealed a pericardial effusion. At this time, the procedure was completed. A pericardiocentesis was performed, which stabilized the patient. The patient was discharged home the following day. There were no performance issues with any sjm device.